Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a rattling noise and overheated to 118.1 degrees in thirty seconds (should be less than 118 degrees in 10 minutes). It was also observed that the drive shaft was broken causing a rattling noise and also caused overheating. The assignable root cause was determined to be due to use of excessive force which is also classified as misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed the motor device made a rattling sound and/or stopped functioning. The reporter was unclear as to what the exact failure was. During in-house engineering evaluation, it was observed that the device was overheating. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.